Manufacturer narrative:
We asked the (B)(6) to provide us a print out of the event for evaluation. The (B)(6) provided us a zoomed out capture of the full disclosure, and we explained that we needed a zoomed in capture for evaluation. The (B)(6) was not ale to provide info for accurate evaluation of the event. Out clinical application specialist reviewed info and advised the (B)(6) on what info was needed and also not to discharge the pt info as that is needed for evaluation. No further info provided from the customer. We are filing this report as we have no info to indicate if the device malfunctioned or if this was a misinterpretation of the event. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
(B)(4).